Event description:
Reportedly, on (B)(6) 2025, an error 700 is displayed after entering a patient. Re-entering the patient worked correclty.

Manufacturer narrative:
Review of the log shows that multiple log out occurred the day the event occurred. This can correspond to multiple tabs and window open and closed, and it can explain the error. However, no trace of error is visible on the logs. The most probable hypothesis is that a network or hardware issue occurred. The cause could not be clearly established. This case is retained and utilized for trend purposes.

Event description:
Reportedly, on (B)(6) 2025, an error 700 is displayed after entering a patient. Re-entering the patient worked correctly.

Manufacturer narrative:
Review of the provided files and event logs is still ongoing, results are not available yet.